Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the atrial lead exhibited undersensing. The device was reprogrammed to vvi. The patients condition was good post programming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.